Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. Additional information was provided regarding the recipient¿s vertigo which has been reported by the hearing healthcare team to be unrelated to the cochlear implant. The recipient¿s vertigo is being managed by a medical team unaffiliated with her device. Consequently, no further information will be obtained. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing health issues including sleeping difficulties and vertigo. The recipient is reportedly under medical management (type unknown). Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.